Manufacturer narrative:
E1: initial reporter phone no.(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). This occurred during programming / set up. There was no patient involvement. No additional information is available.